Event description:
It was stated that the customer experienced high blood glucose levels. It was also stated that insulin leaked from the reservoir into the reservoir compartment.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.